Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dental needle. The customer reports on (B)(6) when using the monoject 27 ga long needles with the metal hub, the doctor was injecting the patient and noticed two needles had been attached to one hub. When the doctor withdrew the needle from the patient's mouth, at the time not realizing there were two needles, one needle detached and was loose in the patient's mouth. The needle was removed from the patient's mouth with the use of a hemostat. There was no impact to the patient as a result of the incident. This medwatch was filed for this event as a result of the needle detaching, and becoming loose in the patient's mouth. For this specific incident, because the needle was loose and did not detach while in a patient's gum where it would be easily removed, we are filing for the potential for injury.